Event description:
(B)(4) was notified of an incident involving a pressure prevention mattress, which is intended to be used as one component of a comprehensive, multi-disciplinary pressure injury management program. The end user reported that every third cell is not inflating, the pump alarms for low pressure, and the end user developed a pressure sore that required treatment at a wound clinic. As part of its complaint review and evaluation process, (B)(4) will also notify the manufacturer of the product about this complaint.